Event description:
A report was received from the affiliate indicating that a couple of hours after the percutaneous coronary intervention (pci), the patient complained of chest pain and abnormalities in electrocardiogram (ECG) were observed. Therefore, coronary angiogram (cag) was conducted and thrombus were observed inside both implanted cypher stents from the proximal end. To treat the thrombus, intra aortic balloon pump (iabp) was inserted and aspiration was conducted (three times). And then from the distally implanted cypher, plain old balloon angioplasty (poba) was performed using a 3.25x15mm maverick balloon at 12 atms five times; inflation time is unknown. For the proximally implanted cypher (3.5/18mm), poba was conducted with a different balloon 3.75x8mm quantum maverick at 20 atms for four times. Administration amounts for ticlopidine hydrochloride and cilostazol was added to the anti-platelet medication administered. The patient is hospitalized and his condition is being followed. Physician's comment: the probable cause of this event was due to the following reasons: this patient has a clotting tendency. The patient was a rmi patient and the lesion was plaque rich. The implanted stents were partly under-dilated.

Manufacturer narrative:
The procedure was an elective case. The target lesion was the proximal and mid left anterior descending. The vessel was a de-novo, concentric and a totally occluded lesion due to thrombus. Lesion classification as type c. The lesion length was 30mm and vessel diameter was 3.5mm. Aspiration was conducted with a rebirth catheter. Pre-dilatation was conducted with a 2.0x15mm balloon at 6atm for 30~60 seconds. Then the 3.25x15mm balloon was changed and pre-dilation was conducted again at 12atm for 30~60 seconds at proximal and mid left anterior descending. The first 3.0x18mm cypher sirolimus-eluting coronary stent was deployed at 16atms for 60 seconds. Then a second 3.5x18mm cypher stent was deployed at 16atm for 60 seconds proximal to the 1st cypher in an overlapping fashion. Post-dilation was conducted with the balloon of the stent delivery system (sds) at 16atm for 30~60 seconds three times. The residual % of stenosis was 0%. Intravascular ultrasound (ivus) was conducted. Timi flow pre and post procedure was 0 and iii respectively. Activated clotting time (act) was measured (200~250). This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2007-01951 and 9616099-2007-01952. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.